Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported a loosened abutment screw (iunihg) at tooth location 12. Doctor re-tightened until replacement is received.

Manufacturer narrative:
Certain® gold-tite® hexed screw (iunihg) remains implanted. Additionally, the complaint description suggests the reported device was re-visited/re-tightened after the reported loosening event (jun 5), which goes against the product's single-use designation and the referenced IFU warnings. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported devices were located on tooth # 12 and it was used for < 3 weeks before the reported loosening event. The reported screw on tooth # 12 remains implanted. The customer did not provide pictures or x-ray images. DHR reviews and complaint history reviews could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (loosening) or devices (iunihg). Therefore, based on the available information, the device malfunction could not be verified for screw and the reported event was non-verifiable as loosening events are non-verifiable and the reported malfunction could not be recreated or observed through visual or functional testing.

Event description:
No further event information available at the time of this report.